Event description:
It was reported that "blood stains inside the input pressure sensor" of a prismaflex machine were observed during continuous renal replacement therapy with an unspecified type of prismaflex set. Treatment was discontinued and the extracorporeal blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.